Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n063649, implanted: (B)(6) 2006, product type: accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician insisted "he was going to ram 20% increases of dilaudid in my pump". For at least 3.5 years every single increase was a 20% increase. When the patient was up to 20 mg he told his physician he was getting worried. The patient felt that the dose was too high. The patient had a 15% increase one time and "it literally had me climbing the ceilings and chattering like an idiot because the pain was shut off but I was intoxicated and over excited". The patient felt that he was being "over prescribed". At one point, the patient was "up to 42.6 mg a day with 6 or 8 mg bolus at night"; the patient would "crash and nod".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-nov-21 stating that they were asked what their weight was between 2006-2012, and ¿there was no way in heaven he could tell us an honest answer as it fluctuated wildly.¿ the patient stated that ¿the idiot who almost od'd him¿ took the patient off of clonidine, the patient gained a bunch of weight, and then shed it a couple months later. The patient stated that the healthcare professional (hcp) was ¿slamming him down so hard on dilaudid,¿ and once that process began the patient was having trouble maintaining (B)(6). (B)(6). There were no further complications reported/anticipated.

Event description:
The patient¿s pump managing physician¿s office closed in 2009. He went one year without a pump managing physician. He had a physician signing for morphine sulfate immediate release morphine and the physician signed for a pump refill. He then found a pump managing physician. In 2010 or 2011, the new physician tried to give him a 20% increase. The patient¿s wife had to ¿scrape him off the walls when he got a 15% increase¿. This was ¿way too much at that time¿. The device system was delivering ¿dilaudid (40 mg/ml) and bupivacaine (10 mg/ml) because the dose was so high¿. Further follow-up is being conducted to obtain additional information about the event. If additional information is received, a follow-up report will be sent.